Manufacturer narrative:
Device code 1546 relates to component code 419. Device code 2578 relates to component code 3038. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. Vascular access was obtained through the right femoral artery. The 100% stenosed target lesion was located in a severely calcified, moderately tortuous mid right coronary artery. The maverick 2 monorail 15mm x 1.5mm was selected for predilatation. Although severe resistance was encountered, the device was eventually able to cross the lesion. The balloon ruptured at 10 atm on the second inflation. The balloon was removed intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.